Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient was hospitalized due to low blood glucose. She went to bed and everything was fine and after that she did not wake up, her son found he. Low blood glucose level was 40 mg/dl at the time of incident. He was hospitalized on (B)(6) 2024 she was in hospital. No further information was available.